Manufacturer narrative:
No product could be returned for evaluation as the event occurred in was a non-certified institution and is not a solta client. The system must only be operated by trained and accredited users. Training is to be performed by solta medical authorized personnel only. Relevant clinical and product information has not been obtained at this time. According to the thermage flx user manual, burns, blisters, redness, and swelling are known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blistering and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, service is unable to confirm any alarm during the treatment. No causal factors can be determined, and no conclusions can be drawn. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. At this time, no CAPA is necessary.

Manufacturer narrative:
The investigation is underway.

Event description:
A user facility reported that a patient immediately experienced burns on both eyelids during a thermage flx treatment to the face and eyes. It was reported that the tip was generating an alarm during the eye treatment. Blisters developed on the patient¿s eyelids immediately after the beeping began. The performing physician thought that it was a problem with the electrical current, but after changing the current the alarm continued. After the adjustment, a large area of thermal damage with redness and swelling were noticed by the treating physician. At the time the blisters appeared, scald cream was applied. The nature of the injury was reported as blisters, edema, broken skin, rash, and extensive eye lesions. The patient's current status has been reported to have a scab with swelling at the affected area and is not yet resolved. It is currently unknown if there will be any permanent damage or scarring. It was reported that the patient had taken an unknown kind of painkiller; however, it was specified that anesthetic was not applied. Available photos were examined by the medical reviewer, and it was concluded that a photo that was taken on the day of the procedure showed minor inflammation as well as photos taken 2-4 days post procedure showing worsening of the burned areas on both upper eyelids. An eye shield was used for the treatment. The face and eye treatment took about two hours. No other treatments (besides thermage) were performed in the same area were the symptoms occurred; nor any other treatments in the same symptom area within the past 30 days. It was reported that ¿enough coupling¿ fluid was also used during the treatment. It is also reported that the clinic that used the thermage flx is not a client of solta medical; therefore, no further relevant clinical information can be collected.